Event description:
The patient had a successful acl repair in 2006. The surgeon used 2 calaxo screws during the procedure. One in the tibial and one in the femoral tunnel. After about 5 months the patient complained about the tibial screw protruding under the skin and irritating her. The surgeon removed the screw 6 mos later. The operation site showed no infection symptoms but a grainy and jelly liquid exited from the site. What was left of the calaxo screw broke up when removed. The site where the screw was removed showed a smooth tunnel and no bone filling (no conductivity) the tendon was well attached and the acl reconstruction not compromised. It looked as if a seroma capsule formed around the calaxo screw.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported incident.